Event description:
It was reported that during a prostate procedure, end firing occurred after 75,243j of fiber use. The tip of the fiber was cleaned during procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device showed that the fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. The cause of the observed damages to the fiber are likely due to heat accumulation; however, the alleged "end firing" could not be confirmed based on analysis as no fractures were identified. . The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.